Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On october 29, 2020, olympus medical systems corp. (Omsc) received literature titled "reappraisal of the advantages of laparoscopic liver resection for intermediate hepatocellular carcinoma within a stage migration perspective:propensity score analysis of the differential benefit". This study was conducted liver resections for hepatocellular carcinoma on 622 patients between january 2004 and may 2018. The hepatic transection was performed by the subject device. In the literature, it was reported that hemorrhage, liver failure, ascites, biliary fistula, abdominal abscess, fever, wound infection, pneumonia pleural effusion, arrhythmia, other cardiac complications, mortality, and readmissions have occurred. There is no description of detailed information of these postoperative complications. Meanwhile, it was reported that 12 patients were transferred to open surgery because of intraoperative bleeding. Based on the available information, detailed information of the subject device was not provided, and there is no description of the relationship between the events and the subject device. However, omsc assumes that bleeding converted to surgery might be related to the subject device since the subject device was used for hepatic transection. Therefore omsc assumes that bleeding converted to surgery might be a reportable serious injury. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) for the event type of bleeding converted to surgery.